Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 29-april-2024, it was reported by the patient that two infusion set fell off within 24 hours of use. Event occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final (B)(4)- MDR 3003442380-2024-07803- device 2 of 2.